Event description:
The outer and inner seals were stuck together. Implant was exposed when outer seal was peeled off. The implant was used.

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.